Event description:
Information received from the field notes premature battery depletion. In december 2001, the device was in back-up mode. The battery current drain was 270ua and the battery voltage was 2.5v. A software donwload in december, 2001 did not reduce the battery current drain. There were no consequences to the patient.